Manufacturer narrative:
Updated fields: h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and the customer complaint was confirmed. The coating was peeled. Based on the results of the investigation it was confirmed the coating was peeled. The cause of the peeled coating on the insertion tube was attributed to physical stress such as scratching or bumping the insertion section, chemical stress or stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: (same as bf-1th1200). 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling of the insertion tube. There were no reports of patient involvement.